Event description:
Medication was a trial and failure. Reported by hcp, they did not consent to follow up. (B)(4). All available information is provided in this report no further clarification is available.